Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set leakage at the site issue event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level and was treated with correction bolus via pump. The infusion set was in use for third day.